Event description:
The customer reported that the 840 ventilator had an erratic gui display. There was no patient involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to over the phone. The customer was advised to replace the graphic user interface cpu pcb. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).